Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that the insulin pump went to blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.